Event description:
Patient left side deflation. Healthcare provider confirmed deflation. Device has been explanted

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases, wear abrasion, observed void 1 mm in non-textured, valve-to shell-bond area. The leak test did not identify openings. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: no openings or delamination found.

Event description:
Patient reported, a left side deflation. Healthcare provider confirmed, a "left-side deflation". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "right side slow leak". Device remains implanted.